Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the user was re-implanted as the device was not working.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the recipient report a surgery was performed to check the implant and the conductor link was nicked, hence the quickcheck showed a device malfunction and the recipient was therefore re-implanted. Most likely, the implant was damaged during the surgical procedure resulting in a device malfunction. Pre-op the quickcheck indicated a functional device, CT imaging revealed a normal middle ear and the coupler was attached to the incus sp properly. The affected hearing performance is most likely due to patient-related factors, i.e. Unrealistic expectations. With the new device the user also reports not hearing, however is able to reply to questions which he could not hear without the device. Additionally, the user is reportedly well within the criteria of the vibrant soundbridge. This is a final report.

Event description:
The recipient never felt that the device worked and had buzzing and vibrations to certain sounds. The ear was opened to check the implant was in situ, however, the conductor link was nicked, the quickcheck showed a fault and the recipient was therefore re-implanted.